Manufacturer narrative:
Device not returned.

Event description:
The customer reported the device is inaccurately reading 5-9% higher. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluation. During evaluation the device passed all visual and functional testing. Unable to perform spco accuracy testing as the device does not have the parameter enabled. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
The customer reported the device is inaccurately reading 5-9% higher for spco. No patient impact or consequences were reported.